Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient was having an unrelated MRI for suspected bone breakage under the metal. The patient reported that their device was not helping and it never really did work since implant. They were trying to use it but it was not helping the spasms. The patient had it put in to try to help some spasms but it did not work. The unit has not charged in over a year. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.